Manufacturer narrative:
The customer-reported color issue with the hospital cart screen was unable to be confirmed or reproduced during investigation testing. The cart passed all functional testing and then underwent a 48-hour burn in and then retested. The cart performed as intended and there was no evidence of a device malfunction. Investigation testing noted that it is possible that the companion 2 driver was not properly docked in the cart, which could cause screen discoloration if only a partial connection was made with the lvds cable docking connector pins. Testing performed during this investigation proved that a companion 2 driver could be properly docked in the cart, and the cart functioned as intended with no observed issues with color on the screen. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4).

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the colors were not displayed properly on the hospital cart lcd monitor, it would not prevent a docked companion 2 driver from performing its life-sustaining functions. The companion hospital cart has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer, a syncardia certified hospital, reported that the companion hospital cart lcd monitor had issues with the displayed colors on the screen. There was no reported adverse patient impact.